Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of high blood glucose value of 300 mg/dl. The customer stated that the high readings lasted for 5 days with 6 set changes. The customer reported insulin smell in reservoir compartment. The customer mentioned low reservoir, low battery and failed battery test in alarm history. The product was not returned for analysis.